Event description:
Implants allegedly appear to be odd shape. Outcome: undetermined.

Manufacturer narrative:
Evaluation of the device, reportedly the subject of this alleged event, found it to be the standard shape and not "misshapen". Alleged event was indicative of dissatisfaction with cosmetic results. The potential for this to occur and for revision surgery to be necessary is address in the labeling. The report source for this event was not an user facility or distributor. This is a MFR report.